Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the waveforms went flat line, and the device did not alarm. The device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported.